Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she may have infused 300 units of insulin into her body by mistake. The customer was changing the infusion set, and jammed the reservoir into the insulin pump, without first rewinding it. The customer stated that her blood glucose levels are dropping. The customer was advised to seek medical assistance immediately. The customer stated that her roommate would take her to the emergency room. Nothing further was reported.